Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Suspected lead-to-can abrasion was found at explant. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The outer insulation and inner lumen to the inner coil was abraded and damaged at 29.2 to 30.5cm from the pin, consistent with clavicular crush. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise.